Event description:
It was reported that there was a knee infection following a revision tka

Manufacturer narrative:
Additional devices listed in this report: cat 5512-f601, lot xdbg, description: tri total stabilizer femoral comp #6 . Cat 5521-b-500, lot zxhh, description: tri total knee, universal tibial baseplate, 5. Cat 5550-g-339, lot 982t, description: tri x3, symmetric patella, s33mm. Cat 5565-s-025, lot ha1mnd, description: tri fluted stem. 25mm. Cat 5565-s-016, lot m4m12b, description: tri fluted stem, 16mm. Cat 5542-a-601, lot wxpo, description: tri femoral dis augment ¿ left, #6. Cat 5546-a-502, lot n3h35d/n3t4, description: tri tibial augument half block, #5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a no 5. Triathlon ts plus tibial insert x3 poly 19mm was reported. The event was not confirmed. A device history review confirmed that all devices accepted into finished goods conformed to specification. A complaint history review confirmed no similar events for the reported lot or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that there was a knee infection following a revision tka.